Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported.  The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's detachable battery was replaced to address the issue. During the evaluation of the device at the third-party service center, a "ventilator inoperative" code was observed. The device's system board was replaced to address the issue.